Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery that was moderately calcified, moderately tortuous and 75% stenosed. The xience skypoint did not cross the lesion and the stent strut was noted to be flared. Resistance was met with the lesion during removal, however, there were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.